Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Also, the device was not prepared (air aspiration) outside the anatomy. It should be noted that the cdc, nc trek rx, global, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violations of the instructions for use (IFU) caused or contributed to the reported complaint. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It is likely that the balloon interacted with the previously implanted stent such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017 - incorrect prep.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery. There was severe stenosis after angiography was performed. An unspecified stent was implanted and poor proximal stent dilatation was noted and the 3.0x12 mm nc trek balloon dilatation catheter (bdc) was not prepped outside the anatomy or soaked prior to use. The bdc was inflated once to 12 atmospheres but it did not inflate as intended and upon removal it was found that the balloon was leaking fluid. Another same size balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.